Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting fse identified that flex vision pc has no power. To resolve the issue, fse unplugged and re plugged the hard disk, reinstalled system. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.